Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced major bleeding in the mediastinum. They received a transfusion of more than 4 units but less than 8 units of red blood cells. The patient's prothrombin time (inr) was 1.0 iu, activated partial thromboplastin time (aptt) was 48 seconds, and platelet count (plt) was 10.0 ×104/l. The patient was on heparin at the time of the event. They required transfusion and reoperation as a result. The cause of the bleeding was due to excessive anticoagulation and complex medical management. Association with the device was considered unlikely but could not be ruled out as it was likely due to increased heparin dose.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The hm3 lvas IFU, lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.